Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed, no abnormalities or deviations. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. However, as the surgeon performed the revision surgery to implant a new shell replacing the one at orientation thirty-one inclination and fourty-three anteversion, to one at orientation thirty-nine inclination twenty-nine anteversion. It is likely, that the initial shell orientation was the main factor. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 110024462 lot# 65693056 or lot# 65698952, g7 dual mobility liner 40mm d, cat# ep-200146 lot# 65690347 act artic e1 hip brg 28x40mm, cat# 010000702 lot# 7335542 or lot# 7216410, g7 bonemaster ltd acet shl 50d. G2: foreign: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately one year later due to joint impingement. Attempts have been made and no further information has been provided.